Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an office visit, the patient's r-waves were reported to have decreased and were low. The patient had symptoms and a holter monitor was ordered. The holter monitor showed undersensing and some non captured pacing spikes. The device was re-programmed into unipolar mode and the lead is still in use. No patient complications were noted as a result of this event.